Event description:
It was reported during in clinic follow up that the right ventricular lead was discovered to have dislodged. Dislodgment was confirmed via fluoroscopy. Repositioning was attempted, but unsuccessful. The lead was explanted and successfully replaced. There were no patient consequences.

Manufacturer narrative:
The reported events were lead dislodgement and unable to implant. As received, a complete lead with stuck stylet was returned in one piece. The connector pin with the crimp sleeve were found pulled out of the connector assembly consistent with damage due to excessive forces applied while attempting to remove the stylet from the lead. The helix was returned retracted and clogged with blood/tissue. Due to the pulled connector pin, the lead was dissected at the distal region for helix mechanism test. After cleaning the helix and by applying torque to the inner coil, the helix could be extended and retracted with the helix extension length measured within specification. No anomalies found on the lead except for procedural damage.